Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The device was applied during an unspecified laparoscopic procedure. Reportedly, components disengaged from the device and were not retrieved. The surgeon stated the components broke due to torquing the device. The hosp has reported the pt's status is satisfactory.